Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose level was 422 mg/dl and 294 mg/dl. The customer¿s other relevant blood glucose level value was between 100- 150 mg/dl. The customer was treated by the manual injections. The customer declined to troubleshooting for high blood glucose. The sensor will not be returned for the analysis.